Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported low speed events and pump stoppages were confirmed based on the submitted system controller log file, the cause could not be correlated to the returned driveline. The log file captured a low speed advisory at 12:13am on (B)(6) 2020. Additional low speed events and pump stoppage events were subsequently captured on the morning of (B)(6) 2020. The events showed corresponding elevations in pump power up to 24.7w. The returned driveline segment measured approximately 16¿ and the exterior did not show any evidence of damage. Breakdown of the braided shield was noted at several points along the cable, predominantly near the connector bend relief. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. After the repair, the patient was placed on a grounded patient cable and no alarms occurred. The patient remains ongoing with no further issues reported. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate ii lvas patient handbook, rev. C, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU, rev. C contains sections entitled ¿unique treatment issues¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous short to shield and pump exchange reported under MFR# 2916596-2018-04159. A segment of the percutaneous lead was returned only. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with low flow alarms and intermittent pump stoppage while on mobile power unit (mpu) at home and power module(pm) at the hospital. Patient was not alarming and with normal functioning vad parameters while on battery. Patient had prior pump exchange due to short to shield on (B)(6) 2018. Log file analysis captured 10 pump stops and 28 low speed advisories. There were speed drops as low as 0 rpm. According to tech services, this type of behavior has been linked to potential issues with the percutaneous lead, and these issues only appear to be occurring while the vad is connected to the mpu/power module. Additional information states that patient does not report any trauma or specific body movements that triggered alarms. Patient has not had significant weight loss/gain. Patient was symptomatic (lightheaded¿ atrioventricular (av) oversewn) when connected to the pm on grounded cable in clinic when speed dropped to zero. The x-rays received are unremarkable. Vad coordinator reports patient is currently utilizing an unshielded patient cable. Another set of x-rays of the external portion of the driveline from the exit site to the distal end/metal connector were received and are unremarkable. Based on the data displayed in the log file, it appears that there is a potential wire fracture somewhere in the driveline causing a ¿short to shield¿ driveline issue (the wire fracture could be internal or external). Tech services and clinical consultant performed an external perc lead repair on (B)(6) 2020. The perc lead replacement performed approximately 5 inches from exit site. No issues were noted after the patient was back on the grounded patient cable.